Event description:
On december 16, 2006, the lay reporter contacted lifescan (lfs) alleging that the lay patient's one touch profile meter prompted the clean test area message. The patient told the medical affairs specialist (mas) she is supposed to test her blood glucose 4 times per day. She takes "n" insulin, 38 units each morning and 8 units each evening. Before bedtime, she eats a snack if her blood glucose reading is 100 mg/dl or less. The patient said she was not able to obtain a reading at bedtime. The patient took her usual pm insulin and did not eat a snack. At 12:30 am, the nephew found the patient moaning and repeating 2 or 3 words. He attempted to give the patient something to drink, but she was combative. He called ems. A result of 42 mg/dl was obtained on the ems meter. Emt's treated the patient with IV glucose and she became coherent. She ate food and felt better. The patient was not taken to the hospital. The customer care advocate (cca) walked the reporter through cleaning the meter and reseating the test strip holder. The clean test area message was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs product. The patient experienced symptoms that suggested hypoglycemia and a hypoglycemic reading was obtained on an ems device. The patient was treated with IV glucose and food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.